Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after disconnecting the left ventricular (lv) lead from the cardiac resynchronization therapy defibrillator (crt-d) the physician observed slight separation of polyurethane insulation from terminal pin. At that time the physician applied a small amount of medical adhesive and inserted the lead into the new device. It was noted that all measurements were good with the pacing system analyzer (psa) and the device, with no change from historic numbers. Seven and a half years later the patient was in for a normal device change out procedure. The lv lead was successfully removed from the crt-d, however when the physician went to place the lead into the new crt-d the terminal pin came apart. Thus the lead was surgically abandoned. The new crt-d was attempted and not implanted as the physician opted to use a device with a different header configuration. No adverse patient effects were reported.